Event description:
Continous high pressure alarm. Peak pressure would not subside despite trouble shooting. Manual bag ventilation while new ventilator placed on patient. No signs of distress. No patient harm.